Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were continuing to exhibit low out of range pace impedance measurements and noise, now with pacing inhibition. Programming changes were made. An x-ray of the system was taken and was unremarkable. The patient is dependant, and a revision procedure was being considered. Boston scientific technical services (ts) discussed checking the lead header connection if a revision takes place. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and low out of range pace impedance measurements. Programming suggestions were made and the plan was to continue to monitor the system. No adverse patient effects were reported.

Event description:
Additional information was received indicating the physician has decided to continue monitoring the system at this time. The device and rv lead remain in service. No adverse patient effects were reported.